Event description:
It was reported that the caller experienced issues with incorrect pump time settings due to a malfunction code. The caller confirmed that previous blood glucose levels did not exceed 500 mg/dl or drop below 54 mg/dl, indicating no adverse impact on blood glucose levels. To address the issue, the caller received assistance from technical support to update both the pump time and device settings.